Event description:
The customer reported white blood cell differential background failure and ambient temperature system errors involving the coulter lh 500 hematology analyzer. The customer was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection while performing system troubleshooting. The customer noted a small amount of dried cleaner on the peltier module. Beckman coulter customer technical support (cts) advised the customer to prime the cleaner and noted pinch valve pv42 was leaking fluid. The customer noted approximately three milliliters of fluid leaked from a hole in the cleaner tubing and was spraying inside the instrument. The customer came into contact with the fluid and used the eyewash station to clean the face. The customer went to the local emergency room (ER) and was prescribed prophylactic (anti-viral) medication. The customer indicated there was no pain, irritation, or any allergic reactions in connection with the event. However, the customer reported experiencing nausea, vomiting, diarrhea with severe achiness as a result of taking the anti-viral medication. The customer followed up with the primary care physician and was treated for these symptoms. There has been no report of current patient outcome to date. Actual patient samples were not analyzed at the time of the event; patient results were not impacted. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through replacing the tubing at pinch valve 42 (pv42). The instrument was in operation.